Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 18067m500; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect ca19-9xr reagent list number 02k91, lot number 18067m500, was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated falsely elevated ca19-9 results for a patient with an early stage of malignancy while using the architect ca19-9xr assay. The customer indicated that the customer had a previous result in december 2012 of 20 u/ml. The current ((B)(6) 2013) results were initial result: >1200, auto diluted retest result: 1109 u/ml. No additional patient information was provided. There was no adverse impact to patient management reported.